Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer device was previously returned to pentax medical from a customer on 19-sep-2019 and inspection of the unit was performed on 20-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, segment compressed, shield cover corroded, failed dry leak test, pve electrical connector frame has severe corrossion, prism cracked. Endoscope failed electrical safety test - plct, failed wet leak test, fluid invasion in umbilical light guide cable, insertion tube mild scratches at stage 1, fluid invasion not observed in control body, fluid invasion in pve connector, umbilical cable single buckled under pve root brace, bending rubber pinhole, bending rubber leak at middle section, image mild spot. An additional evaluation performed on 17-oct-2019 noted the middle light carrying bundle distal cover glass cracked. Cut on insertion tube at stage 1, insertion tube gauge/dig at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts to be replaced: air/water tube, deflector operating wire, deflector staycoil, operation channel, deflector staycoil, operation channel, adjusting collar, bending rubber, segment assy attaching screw, rl pulley assy, ud pulley assy, staycoil collar, segment staycoil assy imp-c/pb-free, air/water supply tube lg, suction channel lg, light guide cable, lg cable connector assy pb-free/nt, pcb for ccd k2 pb-free/ntsc, objective prism assy, o-rings and seals, o-ring(0.5x1.3), distal case/cap, objective prism assy, insertion flexible tube, insertion tube attaching nut imp-1, root brace rubber, fwd body frame(2) imp-1.